Event description:
An article "long-term sac behavior after endovascular abdominal aortic aneurysm repair with the excluder low-permeability endoprosthesis (elpe)" (dr. (B)(6), et al, j vasc surg 2011; 53:1178-831) was published in the journal of vascular surgery in 05/2011. Between 07/2004 and 12/2007, 301 pts underwent evar of an abdominal aortic aneurysm (aaa) with the elpe at two institutions. The article mentioned 6 perioperative deaths after placement of a gore excluder aaa endoprosthesis device: 1 pt from colonic ischemia, 2 pts from pneumonia, and 3 pts within 30 days from other comorbidities. The article also mentioned 2 deaths that occurred from late aneurysm rupture. This event described that on an unk date, the pt underwent evar with an unfavorable proximal neck anatomy due to prohibitive cardiac condition for an open repair. There was noted to have a type I endoleak with slow sac enlargement by 11 mm 4.5 years for which coil embolization was attempted. By 5-year follow-up, the aaa sac had grown 14 mm larger than baseline; the pt underwent proximal extension with the use of a "chimney" graft to preserve one of the two renal arteries at 5.5 years. The pt presented 2 months later with a rupture and died on the operating table.

Manufacturer narrative:
The lot/serial number was requested but not provided to gore. A review of the manufacturing records for the device could not be completed. The info investigated and reported in the medwatch report was captured the article "long-term sac behavior after endovascular abdominal aortic aneurysm repair with the excluder low-permeability endoprosthesis (elpe)" (dr. (B)(6), et al, j vasc surg 2011; 53:1178-831). This article is attached to the medwatch report. Additional info about specific pts, devices and events is not available therefore gore cannot determine if any of these events were previously reported. Further info was requested but not provided to gore. According to the gore excluder aaa endoprosthesis instructions for use, adverse events associated with the use of the gore excluder aaa endoprosthesis may include but are not limited to: endoleak. According to the gore excluder aaa endoprosthesis instructions for use, adverse events associated with the use of the gore excluder aaa endoprosthesis may include but are not limited to: endoleak, aneurysm enlargement, aneurysm rupture and death. It was reported in the article that the pt had unfavorable proximal neck anatomy due to prohibitive cardiac condition for an open repair. According to the gore excluder aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks, improper component placement, and vessel occlusion.